Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; "could not get this implant out of the packaging. It was contaminated due the inner container being sealed to the outer container".

Event description:
Healthcare professional reported physician "could not get this implant out of the packaging. It was contaminated due the inner container being sealed to the outer container". Device was not implanted.

Event description:
Healthcare professional reported physician "could not get this implant out of the packaging. It was contaminated due the inner container being sealed to the outer container". Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: packaging problem: it can be seen that the thermoformed trays are adhered. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.